Manufacturer narrative:
E1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Distributor reported ¿multiple horizontal and parallel echogenic lines within the lumen of the implant, compatible with encapsulation¿ and ¿left intracapsular prosthetic rupture¿. ¿left breast, there are several folds¿. The device remains implanted.

Event description:
Healthcare professional reported left side ¿multiple horizontal and parallel echogenic lines within the lumen of the implant, compatible with encapsulation,¿ ¿intracapsular prosthetic rupture,¿ and ¿several folds.¿ the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, e3, h6.